Manufacturer narrative:
The device passed functional testing's including displacement test, rewind test, basic occlusion test, occlusion test, prime test, self test and excessive no delivery test. No delivery alarm functioned properly. The device was programmed 2.0 units fix prime with water filled reservoir. The water did exit the infusion set. It was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. It was received with minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained address/serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that high pressure test failed. The customer's blood glucose was 380 mg/dl at the time of the call. The customer's blood glucose was 250 mg/dl. The drive support cap was normal. Customer stated that they changed set and repeat test and again no alarm occurred. The insulin pump will be returned for analysis.